Event description:
It was reported that the patient experienced unspecified issue with a male sling system. Ams 800 artificial urinary sphincter was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.